Event description:
It was reported the 2007 (B)(4) translation of the activa rc manual had an error related to how deep the device should be implanted. The (B)(4) translation stated the device should be implanted "not deeper than 4cm." The manual should have stated the device should be implanted "not deeper than 1cm." There was no reported patient injury or harm related to the event. The event was investigated, and the results indicated the error only occurred in the (B)(4) translated manual. The (B)(4) manual cited the correct implant depth instructions. In addition the manual for the remaining languages ((B)(4)) also cited the correct implant depth instructions. It was also noted the device itself had an etching on the reverse side that stated the device should not be implanted deeper than 1cm. The (B)(4) translated manual was updated in 2010, and the issue was corrected in the most recently released (B)(4) version of the manual.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the manual from 2010 still had the implant depth error. The updates were still being worked on and the corrected manual was not available as of the time of the report.